Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The directions for use (dfu), (B)(4) contain a caution: "single use only. Do not resterilize or reuse." Dfu also states under warnings: "to avoid complications in restrictive spaces, use the lowest flow rate, volume and drug concentration required to produce the desired result. In particular: avoid placing the catheter in the distal end of extremities (such as fingers, toes, nose, ears, penis, etc.) Where fluid may build up as this may lead to ischemic injury or necrosis. Avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis. Do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in patient upon sheath removal." Conclusions: all I-flow product is subjected to a validated sterilization cycle that assures an sal (sterility assurance level) of 10-6. Information provided for this complaint revealed the pump was not related to what the customer reported. Therefore, no evaluation or testing is required for this type of complaint.

Event description:
Drug/diluent: bupivacaine 0.5%. Fill volume: 550ml and flow rate: 2ml/hr. Procedure: foot surgery. Cathplace: ball of foot. Patient reported that after a second foot surgery on (B)(6) 2011, she requested the pump. The surgeon was not familiar with using it. He placed a dual pump in the ball of the foot, using only one catheter. Five days later, (B)(6) 2011, the patient accidently pulled the catheter when it got caught on the patient's pants. Patient returned to the surgeon's office that day and says doctor pushed the catheter back into patient's skin to stop the leaking, telling the patient to pull the catheter if any redness was noticed. On (B)(6) 2011, patient had warmth, redness and swelling at the site. A follow-up call was made to the patient on (B)(6) 2011. Patient reported that she had an infection and had started antibiotics (lovofloxin) yesterday (B)(6) 2011. Date of event: (B)(6) 2011.